Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the device was not moving in the intended direction. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), resistance was felt turning the m knob however the device was still attempted to be used. The cds was advanced into the patient anatomy and when applying m, it was noted the cds was not moving in the medial direction as it should be. The cds was removed and replaced with a new one, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported sleeve steering issue could not be confirmed via returned device analysis. Additionally, reported resistance while turning the m knob appears to be consistence with normal function of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. In the absence of a confirmed failure mode a conclusive cause for reported unintended movement/sleeve steering issue could not be determined. Additionally, the investigation determined that the reported resistance while turning the m knob appears to be consistence with normal function of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.